Event description:
Ethicon 60 mm stapler was fired inside patient and after removing it from patient body, the stapler would not open or straighten up. It seemed "frozen". Stapler load still inside stapler as it could not be removed.